Event description:
After code, while stabilizing pt, lidocaine running on single channel pump was to be d/c so dopamine could be started. Lidocaine cassette was stuck in pump and could not be removed. Staff pried out cassette with screwdriver. Meantime, dual channel pump arrived. Saline started in channel a, but could not get cassette to go in to channel b. Eventually with help from biomed, dopamine was placed in channel b. At that point could not get pump programmed for dopamine. So dopamine removed and placed on original single channel pump so infusion could be established. Pt did ultimately die, but death was related to disease process and condition. Staff have indicated that stiffness of tubing clamp/flow regulator is causing tubing to stick in pump and is damaging pump mechanisms. Discussed with qa 4/29/1999 by phone, and in person 4/30/1999. New tubing provided along with additional training.